Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the dental implant was placed in ada site 10, a failure occurred upon insertion in type iii bone. Clinician placed other implants and reported this site was unnecessary for case success, clinician grafted this site and reports perio disease and a bone defect. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the dental implant was placed in ada site 10, a failure occurred upon insertion in type iii bone. Clinician placed other implants and reported this site was unnecessary for case success, clinician grafted this site and reports perio disease and a bone defect. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).